Event description:
During an inter-facility transport, a pt went into cardiac arrest. An attempt was made to use the device to administer defibrillation therapy. The device allegedly displayed a connect electrodes alarm and use of the defibrillator was inhibited. A backup defibrillator was immediately made available and used. The pt was resuscitated. There were no adverse affects to the pt reported as a result of the alleged malfunction.